Manufacturer narrative:
Patient identifier remains unknown, therefore the gore case reference number was used. Patient age was not given within the literature. Date of the event remains unknown, therefore the date the article was first published was used.

Event description:
The following literature publication was reviewed: giosdekos, a., antonopoulos, c.n., sfyroeras, g.s., moulakakis, k.g., tsilimparis, n., kakisis, j.d., lazaris, a., chatziioannou, a. And geroulakos, g., 2020. The use of iliac branch devices for preservation of flow in internal iliac artery during endovascular aortic aneurysm repair. Journal of vascular surgery, 71(6), pp.1-13. In this literature review of 36 studies, it was reported that 241 patients were treated for common iliac artery aneurysms with gore® excluder® iliac branch endoprostheses. It was reported that 1.57% or approximately 3 patients did not experience patency after 30 days and 4.81% or approximately 11 patients did not experience patency after a mean follow-up of 16 months. It is unknown how many of these patients required reintervention. It was also reported that 2.73% or approximately 6 patients required device-related reinterventions for undisclosed reasons. The condition of these patients is unknown.

Manufacturer narrative:
A review of manufacturing records could not be performed because the serial numbers remain unknown. A device evaluation could not be performed because the devices have not been returned or remain implanted. An imaging evaluation could not be performed because the imaging series are unavailable. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel.